Event description:
Following a yag laser case, all the operating room personnel in the room felt nauseated and some personnel had headaches. All personnel were wearing green laser goggles and the laser surgical masks. Symptoms seemed to improve once the masks and goggles were removed. The staff in the operating room stated, "the masks were giving off an ordor before the laser was turned on."the yag record and the yag laser have both been checked and ruled out as contributory to the event. The laser suction machine was properly connnected to eliminate air pollution. The yag 3000 laser machine was tested by bio-tech and is working properly. It is also inspected for its preventive maintenance check anually and passed. The laser record sheet was completed and is part of the medical record. The laser mask from the case is still available, but since the event occurred in 2003, any other mask from the particular lot number would have been used up.